Event description:
The device was used during a thoracic procedure. Reportedly, the staple line was incomplete. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.